Event description:
Customer reported not being able to test her blood glucose due to meter changing from code to the diagnostic screen during calibration with their freestyle flash meter. Customer reported experiencing symptoms of dizziness then loss of consciousness afterward. Customer was taken to the emergency room where she was diagnosed with diabetic ketoacidosis and treated with diabinese 75mg and an intravenous solution to lower her glucose level.

Manufacturer narrative:
Customer's meter has been returned to the lab and an investigation has determined the complaint was not confirmed. The reported unk display issue was not observed. In addition, the lab did not observe cal code changes to diagnostic screen during coding.